Event description:
The safety mechanism retained at the hub and caused a needle stick injury.

Manufacturer narrative:
Additional info has been requested. The sample is not available for the investigation. Upon completion of the no sample investigation, a supplemental report will be submitted. (B) (4). (B) (4).